Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the japan affiliate. The investigation is ongoing.

Event description:
Additional information provided per edwards lifesciences japanese affiliate: the central leak was resolved after the second valve was deployed during the initial implant. The final patient status is unknown.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. Immediately post deployment, the valve exhibited poor leaflet motion with mild-to-trace aortic regurgitation (ar) and prolonged hypotension. Post dilation was performed but the hypotension persisted. A tee (transesophageal echocardiogram) revealed the ar worsened to moderate-to-severe and the valve leaflet of the right coronary cusp remained completely open. The leaflet was picked with a pigtail catheter but was not improved, and the hemodynamics were unstable. A second 23mm sapien 3 ultra resilia valve was deployed inside the first valve. No additional information is available.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU warns to correctly measure the diameter of the native annulus or failing surgical or transcatheter bioprosthesis. [Incorrect measuring could lead to paravalvular leak, migration, valve embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture.] Per the IFU, thv size recommendations are based on native annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). The IFU also cautions that risks associated with undersizing and oversizing should be considered. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. Patient screening imagery was provided and showed that the patient's annular measurement was 441.3mm^2 and the implant site has an oval shape. Per the IFU, implantation of the 23mm sapien 3 ultra resilia thv in a native annulus is recommended in patients with aortic native annulus size (3d CT) with area range of 338-430mm^2. In this case, the complaints of deployed valve exhibits central regurgitation and leaflet motion restricted were unable to be confirmed due to unavailability of medical records and relevant imagery. Upon imagery review, it was noted that the patient had an annulus area of 441.3mm^2, which falls within the range for a 26mm thv according to the IFU. However, based on the provided information, a 23mm thv was implanted. The undersized thv may have compromised the seal provided by the skirt between the valve and the target site, potentially leading to regurgitation. In addition, valve leaflet coaptation requires the back flow/pressure generated during cardiac diastole to initiation leaflet closure. In this case, slow blood pressure (bp) recovery was reported during the procedure, which could lead to suboptimal leaflet coaptation, resulting in ''frozen'' leaflet and central regurgitation. As such, available information suggests that patient factors (slow bp recovery) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.